Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited episodes of noise reversion and oversensing due to lead noise. The physician elected to continue to monitor the patient regularly. The patient was reported to be in stable condition.